Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/16/2013 with the following findings: evaluation revealed there was no evidence of any load step malfunctions. The black box did record multiple loss of prime with zero force. Investigators performed pump rewind, load, and prime with no loss of prime. The force sensor calibration was in specifications. Opened pump and removed from case, oled and force sensor flex pins were found to be partially dislodged from pcb socket. Force sensor connection.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. Reportedly, the pump was dispensing insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.